Event description:
Caller states her husband was discharged from va with a standing rps350-1 lift and a standing sling. Caller states sling is not safe and is fraying at the end. Says it is not stable for her husband.